Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up completely or enter the system application. Troubleshooting determined that the direct current power supply (dcps) of system's m cabinet had no output. It was confirmed that the dcps was defective and needed to be replaced. The fse replaced the dcps. The dcps was returned for analysis and the malfunction was confirmed as an electronic defect. After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.